Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they are having some problems with their recharger. It was also reported that they go to bed with the implantable neurostimulator (ins) being 75% and has been waking up at 50%. They stated 3 months ago, they did make some changes on one side. It was reviewed that can affect the ins battery level and to monitor and contact their healthcare provider (hcp). They will try charging to 100% and see. They stated their next appointment is in march. No patient symptoms were reported.